Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to percutaneous endovascular aneurysm repair (pevar) procedure. The arteriotomy was a 6f. Reportedly, the needle misfired with a proglide device. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle misfire (failure to deploy the suture) was not be confirmed as the returned device analysis noted the plunger, suture and needles were in the pre-deployed position. Based on the information provided, a conclusive cause for the reported needle misfire (failure to deploy the suture) could not be determined; however the treatment appears to be related to circumstances of the procedure. There is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.